Event description:
It was reported that the target lesion was a tight, heavily calcified lesion with moderate tortuosity located in the distal left anterior descending artery (lad). Pre-dilatation was performed and the rx vision 3.0 x 18 mm stent was selected to treat the lesion. While trying to cross the lesion, due to repeated attempts, the proximal end of shaft separated. Another rx vision 3.0 x 18 mm stent crossed the lesion and was implanted to treat the lesion. No adverse patient effects or intervention were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned and analyzed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft separation was confirmed via returned device analysis and was likely a result of handling during the failure to cross attempts. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.